Event description:
The patient underwent a robotic assisted laparoscopic radical nephrectomy, left adrenalectomy, and repair of splenic capsular tear. The patient returned to the operating room (or) one week later for exploratory laparotomy and has a colon injury. The operating surgeon believes this may be a thermal burn from the prior surgery; likely failure of insulation on the cannula.